Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit light indicator that signals the injected amount of co2 in the patient had a weak fluorescent light, the light bars shined down about 3 and then 1 bar lights up intermittently. The issue was repeatedly happening in the middle of the procedure, to the point where the abdomen remained weakly inflated and the device did not want to add co2 at all, the level remained at 6mhg. The issue was found during an unspecified therapeutic procedure, which was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the reported issue could not be duplicated. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.